Event description:
On 8/8/96, a MFR's clinical rep was present in the facility's or when the refill tubing set was placed on the scrub table. The or rn attempted to disconnect the heparin lock on the tubing; however, he was unsuccessful. It was also noted that there were no wings on the device tubing. The MFR's clinical rep gave the or scrub nurse an extra set of refill tubing to complete the device priming procedure.